Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports. Please see medwatch # 2032227-2015-02208.

Event description:
It was reported that the customer insulin pump had threshold suspended, based on erratic sensor readings. Customer stated he checked his blood glucose, which was at 313 mg/dl went from being high to dropping down to 35 mg/dl, after he took 9 units of insulin and ate some breakfast. He then ate lunch and his blood glucose rose to 90 mg/dl. Customer turned the low threshold suspend feature off. Troubleshooting was performed for high blood glucose. The drive support cap appeared normal. During manual prime, insulin exited the tubing and no air or leaks were found. The only alarms found in alarm history were threshold suspend and no delivery on (B)(6) . Other settings and history were found to be correct, save for the time being a few minutes off, which the customer corrected. No tubing clamp was available to perform high pressure test. Customer declined further troubleshooting. Nothing further reported.